Event description:
Per the clinic, the patient underwent a skin flap thinning surgery under general anaesthesia on (B)(6) 2024 due to poor retention. The implanted device remains.

Manufacturer narrative:
This report is submitted on june 07, 2024.